Manufacturer narrative:
A review of the pump black box revealed one pump reboot. The battery compartment was cracked along the side of the pump. The threads on the battery cap were stripped. The battery cap was unable to maintain an electrical connection. The power loss and reboots were duplicated. The battery cap contacts were found to be within specification. A test cap was used for testing purpose. The pump powered on normally with no alarms occurring. The pump was exercised for 24 hours with the test cap with no further power issues occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was damaged. It was also noted that the battery cap was unable to be tightened. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.